Event description:
Johnson&johnson-depuy pinnacle sector cup. I have to have the one in my right leg revised. This surgery will take place on (B)(6) 2011 at (B)(6) hospital in (B)(6) in dislocated itself 6 times in 11 months. I now have to undergo more surgery and also have nerve damage down my leg. Thank you.